Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose was 39 mg/dl. The troubleshooting declined for the sensor glucose versus blood glucose and low blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level on (B)(6) 2019. Blood glucose level of the customer was 39 mg/dl when admitted to the hospital and 114 mg/dl was current blood glucose level of the customer. Other relevant blood glucose level of the customer was 69 mg/dl. The customer was fasting for the shoulder surgery. The customer was treated with the sugar water via intravenous.